Event description:
A malfunction was reported, identified by the code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue arises once more. There was no adverse impact to the customer¿s blood glucose level.